Manufacturer narrative:
On 21-sep-2023, the following additional information was obtained: the monopolar curved scissors instrument has been received and investigations completed. Failure analysis investigations confirmed and replicated the customer reported complaint. The instrument was found to have blade damage. One of the blade edges was indented, which prevents the blades from closing. The latex cut test was performed and failed. The latex snagged at the tips.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional testing was performed on the monopolar curved scissors instrument: the instrument failed to cut material as it became caught near the blade tips and the material was not fully cut. The instrument blades were rounded and the likely cause of the instrument¿s failed cut test. The rounded blades were likely caused by the blades becoming worn out/becoming dull. Mechanical indentations were noticed on the blades. The probable root cause of the indentation is attributed to use-related damage such as attempting to cut hard objects. No related non-conformances were observed.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy and bilateral inguinal hernia repair procedure, the monopolar curved scissors instrument did not cut, and tore unspecified tissue. The procedure continued as planned. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The monopolar curved scissors instrument involved with this event has not been received for failure analysis evaluation. Review of the instrument log was performed, and no related errors were observed.